Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: it was confirmed damage to the outer tube, damage to the distal end, and damage to the optical lens. Visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated per service report, this complaint was confirmed. The lenses, tube were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Event description:
It was reported that during an arthroscopic surgical procedure for a repair of a rotator cuff tear it was observed that a crack appeared in the 4k epscp scp,4.0,30,167,mitek scope when it was inserted into the joint. It was reported that the device was used in a previous (first) procedure and was rotated at high speed during that procedure. It was noted that the crack was not observed in the first procedure. There was no surgical delay and no harm to the patient. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. No additional information could be provided.